Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found an insulation abrasion which exposed the coil at 78.9 cm to 80.4 cm and at 81.2 cm to 81.7 cm from the connector pin. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.